Manufacturer narrative:
(B)(6) 2013. Additional suspect medical device component involved in the event: model #: sc-8216-50 serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's ipg was sticking out of the patient's skin. The patient went to the emergency room where he was placed with a bandage over the site and was treated for infection. Symptoms included fever, swelling, redness, and inflammation which had been going on for a month. Upon assessment, the physician noticed epidural abscess and confirmed infection which was not device or procedure related. The patient was placed on antibiotics and underwent an explant procedure. It was not known if culture was taken. The patient was doing well postoperatively.